Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication failed error message, system functionality was recovered after a reboot. This error results in x-rays being disabled. This could result in a procedural delay. There is no report of injury or death associated with this event.